Event description:
Customer received a result of 25.1 mmol/l on the mobile system, and a result of 6.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test cassette was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.